Manufacturer narrative:
Weight, ethnicity, & race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.5/5.5/158 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to refractive surprise. The reporter stated "following explantation on (B)(6) 2020- no other procedure performed. Pt. Visited on (B)(6) and the eye has settled well. Visual acuity 0.2 logmar in her old spectacles."

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found the haptic torn. Dimensional inspection found the lens within specifications. Functional inspection found the lens to not be within specifications. Claim# (B)(4).